Manufacturer narrative:
The investigation for the pump stop, saturated flow, ventricular tachycardia (vt), and access site bleed has been completed. Product was not returned. Data logs were reviewed which showed numerous motor current (mc) spikes followed by saturated flows. On the last day of support there is a mc spike with hmc pump stop alarm 13. There is also an increase in purge pressure (pp) and drop in purge flow after the mc spike which ultimately is resolved. The pump is unable to be restarted. There are also a few suction alarms throughout the case. The root cause of the saturated flow is most likely biomaterial. The root cause of the pump stop is most likely biomaterial. The root cause of the access site bleeding major and vt was not determined since no product was returned and lack of clinical details. Corrections to the initial MFR report: g1 MDR reporting contact email.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: direct aortic insertion. ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿. Section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿. Section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿. Section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿.

Event description:
The complainant reported that a patient experienced multiple complications during impella 5.5 support. It was documented that following implant, continuous oozing was seen from the insertion site. A jackson-pratt drain was placed but the oozing continued and packed red blood cells were eventually transfused to counteract the bleed. The patient's heart rate climbed and they went into supraventricular tachycardia. Cardioversion was completed twice to stabilize the patient. Three days later, the bleeding continued and two additional units of blood were given to the patient. Seven days into support, the pump began to experience flow saturation. The staff was advised that the pump was struggling and could potentially fail. Despite the noted issue, the staff opted to continue use of the device. Upon follow up, it was verified that the pump later experienced an unexpected stoppage. The pump was removed and an intra-aortic balloon pump was placed for ongoing support. The patient outcome is unknown.